Event description:
The complainant reported that the automated impella controller (aic) did not recognize the purge cassette during startup. This aic was replaced with another aic and there were no further issues. There was no patient harm reported.

Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. E1, e3, e4: the name of the initial reporter and occupation is unknown. The investigation into purge disc/flag issues has been completed. The impella automated controller was returned for investigation. The returned device was tested and the issue with properly detecting the purge pressure disc was reproduced, and the purge flag was confirmed to be broken. The cause of the issue was due to the broken purge flag. This report is being filed as part of a retrospective review of historical records.